Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation and information gathered, regarding b30, it has been confirmed that a b30 error occurred due to a defective scope socket. In addition, it was confirmed from the evaluation information that the scope socket could not be cleaned. It is presumed that this phenomenon was caused by dust or water droplets adhering to the electrical contacts with the scope. As stated on the IFU (instruction for use) the user manual states: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. Do not clean the output socket, other connectors, or the ac power inlet. Cleaning them can deform or corrode the contacts resulting in damage to the light source. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Customer called back with clv-190 getting b30 error with 190 series scopes. Customer was able to try a 180 series scope and it was working with no issue. Customer had originally provided serial number for cv-190. During a call with tac (technical assistance center) support engineer, customer conveyed that same scopes were used in another tower with no issues. Customer also reported that a 180 series scope was used and it was working with no issue. Tac provided additional troubleshooting with the customer however, the issue was not resolved. Tac advised the customer to send in the device for evaluation and repair. In addition, customer was provided with a b30 quick reference guide. The subject device was returned and evaluated. Inspection found the reported issue was confirmed. Upon inspection, device was observed with faulty scope socket causing the error. In addition, corrosion in air tubing was determined. A non-olympus lamp was observed with 200+ (plus) hours noted and light output was noted to be within specifications. Customer was recommended to have new lamp replacement to olympus xenon lamp for better performance. The device was also noted with new type switch and minor wear was observed on the top cover and front panel. Based on evaluation findings the reported issue was found to be attributed to faulty scope socket. Investigation is ongoing. This report will be supplemented accordingly following investigations.

Event description:
The user facility reported getting b30 error (communication error) with 190 series scopes. The user tried the device with a 180 scope series and worked with no issues. The issue occurred during preparation for use. There was no patient involvement reported due to the event. No user injury reported.